Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements of greater than 125 ohms. Technical services (ts) was consulted, an in-clinic troubleshooting recommendations were provided. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.